Event description:
The hospital reported that during an endoscopic vein harvesting procedure, , vasoview hemopro 2 shears stop working and the wires lifted from the silicone. There were no broken pieces that detached into the harvesting tunnel / inside the patient. No additional incisions or procedures required due to the reported failure a new device was used to complete the procedure. There was a 3 minute delay. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.